Event description:
Letter received indicates patient required corrective surgery to remove the calaxo screws due to defective product.

Manufacturer narrative:
Product recall initiated 08/21/2007. (B) (4).